Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: 2(B)(6) 012, product type: catheter. (B)(4).

Event description:
It was reported the patient missed a refill due to an error in scheduling on (B)(6) 2014. The patient heard a critical alarm on (B)(6) 2014. The alarm was confirmed as 'zero ml reservoir volume' via telemetry. The patient started sweating on the date of this report and had 'mild withdrawal symptoms'. The pump was refilled and the patient was given a 75 mcg bolus over 10 minutes to resolve the symptoms. The patient recovered without permanent impairment. The pump was used to deliver baclofen.